Event description:
Consumer complaint of low blood results. Customer feels well and requires no medical attention. Customer's expected blood results are 100-120mg/dl. Verified the strips expire 09/30/2017 and were first opened (B)(6) 2015. Customer confirms the strips are not stored properly. Customer declined blood test. Reviewed meter memory: (B)(6). Time and date on meter is not set. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluation with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.